Manufacturer narrative:
Submit date: 11/10/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports leakage was found at the extension tube.

Manufacturer narrative:
Submit date: 02/12/2017. A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this reported failure. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all DHR's are reviewed for accuracy prior to product release. The sample was returned for evaluation; it consisted of one portion of tubing which presented signs of use. Visual inspection of the tubing was performed and it revealed a small hole. The catheter showed evidence of use and manipulation, this defect was not identified prior to insertion, it occurred after being in use for an undetermined amount of time, which implies that the defect occurred after the customer manipulation. These holes/cuts could be caused by an improper use of sharp objects or excessive force. This complaint is not related to a patient harm and it was not confirmed as a manufacturing related issue; therefore no additional corrective or preventive actions are required at this moment. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.